Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and was not able to duplicate the reported issue, the therapy leads ECG was operative. Further component root cause of the assembly failure was not determined.

Event description:
Physio-control device inspection found that there was no ECG through the therapy cable. There was no patient use associated with the reported event.